Event description:
During the index procedure, two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the distal lcx. The patient was free of symptoms at the 30 day, 6 months, 1 year, 1.5 year, 2 year, 2.5 years and 3 years follow up. It was reported that approximately 3 years and 9 months post the index procedure, the patient suffered a cerebellar infarction and died. The event was not related to the study stent.

Event description:
It has now been confirmed that is it not assessable if the stroke was related to the study stent.

Event description:
It is reported that the patient suffered a mi approximately 3 years and 9 months post index procedure. Investigator did not indicate whether the reported event was related to the study device.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Evaluation result: inherent risk of procedure (cva/stroke).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
It has now been confirmed that is it not assessable if the death was related to the study stent.